Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2017, the surgeon complained that the tip of screwdriver is getting blunt and is not engaging properly with screw. There is no patient harm reported, surgery was finished. Surgeon stated that he was finally able to tighten the set screws on but it was fiddly and took him awhile to engage to screws. Surgery was successfully completed with no delay and no further medical intervention. Concomitant device: unk screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).